Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient experienced loss of consciousness. The patient's husband and son tried to wake the patient up and provided her with orange juice. The patient's son called the ambulance, upon arrival the paramedics took a bg reading which was 1.9 mmol/l, there was no cgm value reported. The paramedics treated the patient with glucose and took her to the hospital. The patient was discharged from the hospital later the same day, no further intervention or medication was reported. At the time of the report the patient was fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.